Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that heartmate touch screen was blank. It was charged all evening. There was something on as the screen lit up and the noise when the screen was locked still occurred, but the screen was blank.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch tablet having a blank display was confirmed during evaluation of the returned product (serial number: (B)(6)). The returned heartmate touch was connected to a test laboratory charger, and it was noted that the display remained blank. When pressing the power button, the tablet emitted sounds consistent with waking/putting the device to sleep; however, the screen remained blank. The reported event was determined to be related to an issue with the tablet hardware and/or software; however, the specific root cause of the observed issue could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch (rev. D) and abbott heartmate 3 left ventricular assist system patient handbook (rev. A) are currently available. Chapter 4 of the IFU ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (rev. B) explain the operation of the heartmate touch system, including how to set up the heartmate touch communication system for use and how to turn on the tablet. The user is instructed to fully charge the heartmate touch tablet or plug in the power cable during set-up. Section 6 of the IFU describes how to care for, store, and clean all equipment, including the heartmate touch tablet. Chapter 1 of the IFU informs the user to contact abbott for assistance if there are any questions after reading the manual. Appendix b of the IFU states to use only the abbott medical 0 supplied 2-meter (80 in.) Usb to lightning cable to power on or charge the tablet. Chapter 8 of the IFU indicates that battery life varies by use and configuration. The user is instructed to see www.apple.com/batteries for more information. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.